Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm. Customer's blood glucose value was 87 mg/dl at the time of the incident. The customer was declined troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Pump passed the self test, unexpected restart error test and displacement test. No external ram crc error or unexpected restart error alarm noted.